Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) found that drawers were not detected on the bus. All boards were verified to have lights. The fse reseated all cables and wires, cleaned the inseparable, and examined the pyxibus cable. The system was rebooted. After rebooting, the drawers were verified to be operable. The hardware test application was completed successfully. The application was launched, and escort access to pyxis was allowed. Functionality was tested, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure and device was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.